Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that he had high blood pressure and went to bed with 531 mg/dl and woke up in the morning with 509 mg/dl. The customer stated that he missed calculated and took too much insulin. At dinner time, he was at 216 mg/dl. The treated the high readings with the pump. The customer will call back to troubleshoot.